Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a power up test failure code 10.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person-mfg site, g3, g6, h2, h3, h6- (type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) observed power up test failure code 10 present on machine. Logs are unreadable (all error codes showing, symbols instead of text). Fse replaced executive processor board carried out 30psi pressure transducer calibrations. Carried out full pm checklist. Left unit in safe working order. Equipment repaired successfully, and left in safe working order. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of a power up failure code 10. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Unable to calibrate the low pressure tank transducer. This would cause the machine to have a failure code 10. Confirmed the reported issue but no other root cause can be identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a